Event description:
A report was received that the patient was having pain due to ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Device code should only be (B)(4) additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. Device malfunction was not suspected. The device will not be returned.

Event description:
A report was received that the patient experienced frequent ipg charging and was having pain due to ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.